Manufacturer narrative:
D9: product received date 7/16/2024. H3: one device was returned for repair in used condition with reported complaint of failed accuracy test (B)(4). This device has not been serviced within the review period. No problem found in event history log. Visual and functional testing was performed. Three accuracy tests were performed, and all were within specification. No fault was found. The device passed all functional tests.

Event description:
It was reported that device had failed accuracy plus 9.05 percent. The event occurred during testing, and date of event was unknown. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.